Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one extended opening, yellow particles material was found on the shell and creases. A weight test of the device was verified and the device found to be underweight. A microscopic analysis was performed which identified: two openings sharp and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is two sharp edge openings in the side posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.8, g.1, g.2, h.6.

Event description:
Patient reported "silicone remains in the body."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device remains implanted.